Event description:
A physician reported that three channels were established, and vit probe was introduced into the vitreous cavity to cut the core of the vitreous body. No changes were found in the vitreous body, and after adjusting the rotational speed of the vit probe, it was found that the vitreous body still had no change during vitrectomy surgery. The procedure was completed on the same day by replacing the vit probe. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).